Event description:
It was reported that emergency services transported the customer to the hospital due to blood glucose level of 45mg/dl, cause was unknown. The customer was treated with intravenous saline, and was discharged on (B)(6) 2023 with no permanent damage. Pump data log review found that the control iq software was disabled; however, the customer was unsure how the software became disabled. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.